Event description:
Per the clinic, the patient experienced healing isues and drug resistant bacterial infection at the implant site. The patient was subsequently hospitalized for IV antibiotics administration (specific date and duration not reported). The patient also underwent revision surgery (specific date not reported) for wound washout. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.